Event description:
A nurse reported that a system message displayed and the footswitch stopped working just as the surgeon was beginning phacoemulsification. The customer attempted to troubleshoot by restarting the system and securing the twin lead of the footswitch with a plaster. The case was completed without further incident. There was a surgical delay of over 30 mins and there was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).